Event description:
Report received of an underdelivery. In 2005 at 9:15pm, the pump was programmed to deliver 50ml of zosyn at a rate of 100ml/hour. It is unknown if the patient was receiving any other IV fluids in addition to the zosyn. Reportedly at 10:00pm, the nurse noted the infusion was complete. The infusion took 45 minutes noted the infusion was complete. The infusion took 45 minutes to complete, instead of the expected 30 minutes. The customer contact was unsure if the device alarmed for infusion complete or if the nurse noted the IV solution bag was empty during her rounds. The device was removed form clinical service. There were no reported adverse patient effects. No medical interventions were required.